Manufacturer narrative:
(B)(4).

Event description:
Procedure: transplant. According to the reporter: liver transplantation. When the doctor wanted to staple the vena cava during the liver transplantation, the sulu was cutting but the staples were not well performed. The sulu did not staple. So there was a bleeding of the vena cava. The doctor solved the problem by suturing the vena cava. The operating room time was delayed by more than 30 minutes. The pt status was reported as ok. When using the device they did not feel any resistance or something different.